Event description:
It was reported that the handpiece responded with error 3 at the beginning of the laparoscopic gastric bypass case. The customer used another handpiece and completed the case with no patient consequence.